Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the surgeon attempted to load the er320 by depressing the firing lever but the clips would shoot out of the jaws of the instrument and none would remain in the jaws in order to surround the vessel. There was no consequence to pt. Another er320 was opened to complete the procedure.